Event description:
It was reported that an ilet device had an unresponsive sleep/wake button, preventing the user from accessing the interface to deliver meals or change supplies, and the device was not charging or usable; the user reverted to multiple daily injections and indicated the device was not synced prior to shutdown. Symptoms included fatigue, disorientation, frequent urination, and reported ketones associated with hyperglycemia, with a highest blood glucose of 531 mg/dl. Outcomes included difficulty using the device, interruption of automated insulin delivery, and need for alternative insulin therapy. Investigation included customer interview, review of user-provided video, and coordination for return and replacement, along with guidance to shut down the device, continue cgm use, and understanding that data would not transfer to the replacement. Investigation of this case revealed an inability to power and interact with the device due to a nonfunctional sleep/wake button. It was concluded that the device exhibited a hardware malfunction affecting the user interface and power control, leading to hyperglycemia managed with subcutaneous insulin pens. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.